Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon was loosely folded with blood in the inflation lumen. The stent was not returned. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that there is a 1.5mm longitudinal tear starting 9mm from the proximal makerband. The inner shaft is buckled in numerous locations. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04-feb-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left main artery. After crossing a 0014 guide wire, a 12 x 4.50mm rebel stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon tear.